Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the camera was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera was not working on the staff cart. The site was not able to see passive instruments on the program screen. There was no patient present.

Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Testing found an intermittent history of the battery voltage being low in the event log. It was noted that the psu did not pass accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.